Event description:
Rptr had a spinal fusion involving t-12-l-5 on 2/21/95. The system used was spinal instrumentation with hooks and pedicle screws. She did not know prior to surgery that the screws would be used. She did not realize until after the fact that they should not have been used without her knowledge. She was not even told that she had the system until she went to another dr. She never followed up with the surgeon who did her surgery because she no longer trusted him. She was told this was not FDA approved until after she had her surgery. She feels that she has an accident inside her spine that is just waiting to happen. She cannot believe that something is not being done to prevent physicians from using these.